Event description:
A distributor reported that a pump was stuck at 100% for the last 24 hours. There was no adverse impact to the customer¿s blood glucose level. The customer completed a pump reset and was advised to monitor the situation. The issue persisted and the pump was replaced.